Event description:
Pt used becton dickinson atrium on her central venous catheter. After tpn infusion with lipids, pt removed luer lock of primary line, and plunger that is depressed by male luer "stuck" and was supposed to pop back up. This lead to bleeding from the end of the atrium. Pt shipped device back to pharmacy in a biohazard safe bag, where staff visualized the depressed plunger with dried blood around the opening. Pt bleeding stopped with application of new cap, but problems could have been worse with this being an open central line. Pt given atrium extension sets, with a clamp on it to ensure no back flow. Pt lives by herself and cares for line completely independently. This occurred in april, and on 5/4 also. Pt threw away valves (atrium). Pt now using threaded lock cannula and interlink cap; had in past until educated by home health on how to use extension. Co sending different lot # batch of atrium master adapters.